Event description:
It was reported, that the general dentist cross threaded the abutment screw and damaged the screw head. Abutment screw was unable to be retrieved. Therefore, implant had to be removed.

Manufacturer narrative:
Zimvie complaint cmp-(B)(4). D1: brand name is not provided/unknown. D4: catalog number and lot number are not provided/unknown. D10: dental implant: impl tapered scr-v sbm 3.7mm 3.5mm 10mm, lot number (B)(6).

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. Zimvie received one screw for evaluation. Visual evaluation was performed, a fractured/damaged screw has been identified inside implant. DHR, sterilization, and complaint history review could not be performed, as the subject lot number is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation were excessive loading on abutment/implant assembly therefore, based on the available information, a device malfunction did occur. A fractured/damaged screw has been identified inside implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.